Event description:
It was reported that the patient presented in clinic for generator change procedure. Upon interrogation prior to procedure, it was found that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. There were no patient consequences. Patient condition was unknown.